Manufacturer narrative:
Immucor technical support advised the customer on (B)(6) 2017 that switching to a new vial of the same lot of reagent resolved the issue.

Event description:
On (B)(6) 2017, a customer reported some unexpectedly positive results when using anti-k (monoclonal) gamma-clone by galileo echo instrument method.